Event description:
During left leg angiogram, percutaneous transluminal angioplasty (pta), laser, &  stent placement, the flexible tip of the asahi percutaneous transluminal coronary angioplasty (ptca) guide wire broke off in patient's peroneal artery.  Fragment was able to be retrieved using a snare catheter and wire under fluoroscopy.====================== health professional's impression======================tip of guide wire unexpectedly broke off in patient's artery, putting patient at risk for possible retained fragment and other consequences.